Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was very high due to a bent cannula. The cannula was bent in half. He went to the ER but the customer did not receive the assistance he wanted: he was sent home with a blood glucose of 411 mg/dl. The insulin pump was not returned for analysis.